Manufacturer narrative:
Investigation of the complaint determined that there were no issues with the freestyle librelink application that would have led to the complaint. The abbott diabetes care (adc) investigation team attempted to replicate the issue using similar device configuration and was not able to reproduce the reported complaint. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 11 with operating system (ios) version 16.7.1. The "signal loss" alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of baqsimi (nasal glucagon) provided by a non-healthcare professional (non-hcp). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 11 with operating system (ios) version 16.7.1. The "signal loss" alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of baqsimi (nasal glucagon) provided by a non-healthcare professional (non-hcp). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Investigation of the complaint determined that there were no issues with the freestyle librelink application that would have led to the complaint. The abbott diabetes care (adc) investigation team attempted to replicate the issue using similar device configuration involving a iphone 11 (ios 16.6, 2.10.2.7677) and was not able to reproduce the reported complaint. Therefore, the issue is not confirmed. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.